Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. A conclusive cause for the patient effects of hematoma and inflammation could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. In addition one unused, sterile device with the same part and lot number as the used complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings of the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a right coronary artery stenting procedure. Reportedly, the sutures broke when trying to tighten them resulting in a significant hematoma. Another proglide device was used, but hemostasis was not achieved. Hemostasis was achieved with prolonged manual compression and a non-abbott device. The hospital stay was prolonged and the patient had multiple ultrasounds and vascular consults later. The patient was hospitalized one extra day due to soreness and swelling in groin. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information provided.